Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a damaged screen cover; this condition had the potential to interrupt delivery. This condition was found during preparation for use. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that had the screen cover damaged was confirmed during product evaluation. This condition was caused by a dent in the screen cover of the front bezel. The front bezel was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00.